Event description:
A rotor failure was reported. The pt experienced cognitive changes, emotional changes, pain, discomfort and decreased daytime activity due to sedation. The device was revised. The pt outcome was reported as no injury.